Event description:
Vent suddenly went inoperable; alarm sounded. Pt ventilator dependent. Rn was at bedside and began manual ventilation. Medication necessary to maintain and stabilize cv status. Fuse blown.